Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the pump was in good condition and the tamper seal on the plunger assembly was removed/broken. "Occlusion - check infusion line" was found in the event history log. Functional testing involved an occlusion test and showed that the pump exhibited a premature occlusion alarm. The investigation found that the force sensor was out of specification. The right and left plunger cases and damaged plunger case seal were replaced. After device was cleaned, greased and calibrated it passed all functional tests when powered up. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump alerted for occlusion when there was no occlusion. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump alerted for occlusion when there was noocclusion. No patient involvement.